Manufacturer narrative:
(B)(4). Medical device: m2a-magnum pf cup 64odx58id # item us157864 lot 792860. M2a-magnum mod hd sz 58mm # item 157458 lot 832880. Taperloc por red/lat 17.5x155 # item 13-103209 lot 479640. Reported event was confirmed by review of op notes provided. Revision op notes dated were reviewed and identified patient was revised due to pain. During the revision, it was identified femoral head could not be disassociated from the stem with noted trunnionnosis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately 7 years post implantation due to pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ions. The surgeon found irritative joint fluid within the capsule when they opened the joint.